Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/03/2020.

Event description:
It was reported that the unit declared an "oxygen not available" error. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the data acquisition board and the issue was resolved.